Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1990, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the outcome of the event was unk. The MFR¿s report number for this case is 9681138-2012-00034. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Manufacturer narrative:
The MFR¿s report number for this case is 9681138-2012-00034. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).